Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the adhesive around objective lens is peeled, likely due to deterioration or breakage of the adhesive leading to the nozzle clogging with foreign material. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the air feeding function 1. Set the airflow regulator on the light source to ¿high¿, as described in the light source¿s instruction manual. 2. Immerse the distal end of the insertion tube in sterile water to a depth of about 10 cm and confirm that no air bubbles are emitted when the air/water valve is not operated. 3. Cover the hole in the air/water valve with your finger and confirm that air bubbles are continuously emitted from the air/water nozzle. 4. Uncover the hole in the air/water valve and confirm that no air bubbles are emitted from the air/water nozzle. If a stream of air bubbles is emitted from the air/water nozzle even though the air/water valve is not being operated and the distal end of the insertion tube is about 10 cm below the surface of the sterile water, an irregularity in the air feeding function may be suspected. If the endoscope is used while air is continuously fed, over-insufflation and patient injury may result. If air bubbles are emitted from the air/water nozzle, remove and reattach the air/water valve correctly, or replace it with a new one. If this fails to stop air bubbles from being emitted, do not use the endoscope, as there may be a malfunction. Contact olympus. When the distal end of the insertion tube is immersed less than about 10 cm below the surface of the sterile water, a small amount of air bubbles may be emitted from the air/water nozzle even when the air/water valve is not operated. This does not indicate a malfunction. Inspection of the objective lens cleaning function nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. ¿ when the air/water valve is depressed for the first time, it may take a few seconds before water is emitted. ¿ if the air/water valve returns to its original position slowly after water feeding, remove the air/water valve and moisten the seals with sterile water. ¿ during the inspection, place the distal end of the endoscope in a beaker or other container so that the floor does not get wet. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 2. Release the air/water valve. Observe the endoscopic image and confirm that the emission of water stops and that the valve returns smoothly to its original position. 3. While observing the endoscopic image, feed air after feeding water by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to damage the electrical connector (el-connector), the image was not displayed. The device evaluation found the nozzle had foreign objects. In addition, the following observations were found during the evaluation: the el-connector had discoloration due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovidescope image was not displayed at all times. Inspection and testing of the returned device found the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.